Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("trouble holding your bladder"), arthralgia ("knee problem") and pain ("whole body pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, urinary incontinence and pain outcome was unknown and the arthralgia had resolved. The reporter considered arthralgia, medical device removal, pain and urinary incontinence to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, urinary incontinence and pain, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New event knee problem and medical device removal was added. New reporter was added. On 23-mar-2020: social media received: event whole body pain was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.